Event description:
Ous MDR - after an implantation period of about 16 months, it was reported that the device could not be interrogated. The patient reportedly received one shock only. At the moment no further information with regard to this incident is available. Should we receive additional details such as explant information etc, this report will be updated. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt the ICD was not interrogable. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. The damage symptoms clearly indicate a shock delivery into an external short circuit. The external short circuit most likely resulted from a damaged lead insulation, which is in accordance with the analysis of the lead. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Also the memory content of the device was not restorable as a result of battery depletion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless.